Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The device was returned and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury

Manufacturer narrative:
Section b describe event or problem should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer for further evaluation. During the evaluation of the device at the manufacturer, the device was visually inspected and found evidence of blower foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation. Component code grid, evaluation results code and conclusion code grid has been corrected. Recall (z) number has been corrected.